Manufacturer narrative:
The device was returned for analysis on (B)(6) 2015. The concomitant microcatheter was not returned. As reported by a healthcare professional, during stent assisted coil embolization, when the physician wanted to recapture the enterprise stent (B)(4) into the prowler select plus microcatheter (lot unk), he felt resistance to recapture. After removal of the stent with the microcatheter, the distal part of the stent looked bent. It was reported that the proximal end of the stent positioning marker had gone beyond the microcatheter's distal marker bend when recapture was attempted, and re-capture had been attempted three times. It was reported that a continuous flush had been maintained through the microcatheter and there had been no difficulty tracking the microcatheter to the target site. There were no kinks noted on the microcatheter, and the microcatheter had not been re-shaped. There was no resistance between the stent and microcatheter during advancement, and the deployment of the device was not attempted by pushing the stent out of the end of the microcatheter. The devices had been prepped as per the IFU. There was no potential patient adverse event or clinically significant delay in the procedure due to the event. A non-sterile enterprise 4.5mm dia 37mm lgth was received coiled inside of a plastic bag. The stent was found deployed. The deliver wire was received coiled and no damages were noted on it. The introducer tube was found separated of the unit. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10364515. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6)medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The microcatheter was not returned for analysis. In addition, the lot number was not provided, so a review of manufacturing documentation could not be performed. The distal part of the stent appearing bent was not confirmed since there was no stent damage found during device analysis. The inability to recapture the stent could not be evaluated since the stent was return already deployed. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. As listed in the instructions for use (IFU), ¿ the stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt recapture the stent again. Caution: the stent may be fully recaptured once.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient age, weight, gender could not be obtained. Complaint conclusion: it was reported that the enterprise would be returned for analysis; however, the device was not returned. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance felt while recapturing the stent, and the stent damage could not be confirmed without product return for analysis. The root cause o the event could not be determined; however, procedural factors may have contributed to the event. As listed in the instructions for use (IFU) ¿ the stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt recapture the stent again. Caution: the stent may be fully recaptured once.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 2 MDR reports submitted for this complaint, with associated reference numbers of 1058196-2015-00203 and 1058196-2015-00202.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization, when the physician wanted to recapture the enterprise stent (enf453712/10364515) into the prowler select plus microcatheter (lot unk), he felt resistance to recapture. After removal of the stent with the microcatheter, the distal part of the stent looked bent. It was reported that the proximal end of the stent positioning marker had gone beyond the microcatheter's distal marker bend when recapture was attempted, and re-capture had been attempted three times. It was reported that a continuous flush had been maintained through the microcatheter and there had been no difficulty tracking the microcatheter to the target site. There were no kinks noted on the microcatheter, and the microcatheter had not been re-shaped. There was no resistance between the stent and microcatheter during advancement, and the deployment of the device was not attempted by pushing the stent out of the end of the microcatheter. The devices had been prepped as per the IFU. There was no potential patient adverse event or clinically significant delay in the procedure due to the event. It was initially reported that the device would be returned for analysis; however, after multiple attempts to obtain the device, the product was not returned.